Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation after having failed the pre-delivery inspection with a "low circuit leak alarm" displayed. There was no patient involvement, and no harm or injury was reported. During device evaluation at the manufacturer's service center, operational check of the device confirmed "low circuit leak" alarming occurs. The device failed flow testing during the repair test. The sensor printed circuit board assembly was replaced to address this issue. Additional information not related to the malfunction/issue: the pollen filter, exhaust fan assembly and 43 micron filter were replaced as regulated by maintenance procedure to prevent failure. Dirt was confirmed on the outlet path thermistor. The device passed final testing and was confirmed to be operating properly.